Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event the patient had a cgm reading of 300 mg/dl for a long time and stated he did not have any symptoms of hyperglycemia that would have matched that reading. At 5:30pm the dblg1 showed a message asking for emergency carbohydrates to be taken, however the cgm reading was 81 mg/dl at that moment. The patient experienced loss of consciousness a short time after that. The patient was treated with a glucagon injection by his wife and was given 10gr of carbs (coca cola), but at this did not seem to help, an ambulance was called. The paramedics gave another glucagon injection and liquid glucose/dextrose was given. The patient was unconscious for approximately 15 minutes and was eventually brought to the hospital. At the hospital, the pump was disconnected, and as the blood glucose value was more than 316 mg/dl, the patient was given 2 units of insulin. The patient insisted he needed more insulin and then under his own responsibility received more insulin. The day after the event around 3:00pm the patient had stabilized and was discharged (the patient was in the hospital for less than 24 hours). There was no documentation of further medical evaluation or intervention. At the time of the final update with the patient he stated he had more inaccuracies with the sensor and ended up changing the sensor. The day of the event in the hospital: a cgm reading of 217 mg/dl and a blood glucose reading of 149 mg/dl, the day after the event at 12.30pm: a cgm reading of 129 mg/dl and a blood glucose reading of 76 mg/dl, and the day after the event in the afternoon: a cgm reading of 400 mg/dl and a blood glucose reading of 319 mg/dl. At the time of the report, the patient had recovered from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.